Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: the customer alleged that there were unexplained pump reboots observed in the black box. The battery compartment was found to be cracked on the side from the threads to the cover. There was no moisture corrosion observed in the battery compartment. The returned battery cap had stripped threads. The returned battery cap was unable to attach to the pump and maintain electrical connection. The reported power complaint was duplicated. A new test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 hour duration test. There were no pump reboots duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. This is being reported. (B)(4).